Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure @12000 joules and 3 minutes; "fiber cap rotated" and "unable to turn the fiber" was noted. The fiber was exchanged and second fiber issue of "fiber lost power during the surgery" @25000 joules and 6 minutes of use was noted. The procedure was completed using third fiber. Patient outcome: "no injury" to the patient was reported. This report is for first fiber.